Manufacturer narrative:
Component code, health effect - clinical code, type of investigation, investigation findings, and investigation conclusions. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation. Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. The most likely cause is patient factors.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 12 years, 1 month due to halt with degeneration and severe stenosis. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was in stable condition post procedure and was discharged on pod#1. Per medical records, the patient presented with sob and greater than a year of doe. Patient has subsequently developed halt (which did not resolve with eliquis and warfarin) and was diagnosed with symptomatic severe prosthetic valve aortic stenosis.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 12 years, 1 month due to degeneration, with stenosis and thrombosis. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was in stable condition post procedure and was discharged on pod#1. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.